Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00586. It was reported the patient experienced ineffective stimulation from the scs system due to lead migration. As such, the patient underwent surgical intervention wherein the leads were explanted. It was noted the leads were to be replaced during the procedure. However, due to the patient's anatomy, the new lead was not implanted (reference MFR. Report#: 1627487-2018-02821).